Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter separated from the hub and was missing. Imaging was used on the patient's hand up to the elbow, but the broken piece was not found. The following information was provided by the initial reporter, translated from german to english: "in a bedridden patient who cannot move, part of an indwelling venous cannula is found lying next to the bed. The part that remains intravenously is completely missing and cannot be found anywhere. The plaster is still sticking to the back of the hand. The day before, the intravenous cannula was still used without any problems. In the meantime she was in the operating room and has been repositioned several times. The catheter cannot be found on the back of the right hand up to the elbow by inspection, palpation or sonography. The intravenous cannula was placed in the emergency room the day before."

Manufacturer narrative:
H6: investigation summary one used sample and one representative sample were received by our quality team for evaluation. The representative sample was subjected to visual inspection, catheter adapter leak test, and catheter pull test. The sample passed all testing with no abnormalities observed. The used sample was subjected to visual inspection. A missing catheter was observed as well as a damage mark from on the end of the cannula hub tip of the used sample. A device history record review found no non-conformances associated with this issue during production of this batch. The manufacturing process was reviewed and there is no machine contact on the damage mark area. Therefore, the defect could have occurred after product manipulation. As the catheter tube was not returned, it is not possible to determine what happened to the product. Therefore, the root cause cannot be established.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon" pro safety shielded IV catheter separated from the hub and was missing. Imaging was used on the patient's hand up to the elbow, but the broken piece was not found. The following information was provided by the initial reporter, translated from (B)(6) to english: "in a bedridden patient who cannot move, part of an indwelling venous cannula is found lying next to the bed. The part that remains intravenously is completely missing and cannot be found anywhere. The plaster is still sticking to the back of the hand. The day before, the intravenous cannula was still used without any problems. In the meantime she was in the operating room and has been repositioned several times. The catheter cannot be found on the back of the right hand up to the elbow by inspection, palpation or sonography. The intravenous cannula was placed in the emergency room the day before."